Event description:
It was reported that pump experienced malfunction alarm with code malf 3. Customer¿s blood glucose (bg) level was 400 mg/dl. Customer performed correction injection using multiple daily injections and did not require help from any third party. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software.